Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device code 2017 - failure to follow steps/instructions. Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the suture was confirmed. The returned device condition indicates suture sawing damage occurred such that the formed suture loop was pulled through the vessel and remained in the suture bearing. It should be noted that the perclose proglide instructions for use, states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. The device was returned with both needle successfully engaged with the needles and the suture loop was successfully formed. As such, it appears the absence of femoral angiogram would not have contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report additional information was received. It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a percutaneous coronary (pci) interventional procedure. A femoral angiogram was not performed. Reportedly, during removal of both proglide devices, the knot and suture came out together. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 7f and the pci procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that vessel puncture closure of an unspecified artery was attempted using two proglide devices relative to a percutaneous coronary interventional procedure. Reportedly, during removal of both proglide devices, the knot and suture came out together. A new proglide device was used to achieve hemostasis provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.